Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 346 mg/dl, confirmed at 320 mg/dl by glucometer for approximately two hours, after consuming eggs and coffee with sugared coconut water without announcing the meal while using the ilet with a dexcom g7 cgm and a teflon infusion set on the right thigh that was changed that morning. Symptoms included elevated blood glucose. Outcomes included self-management at home without alerts, alarms, or medical intervention. Investigation included telephone troubleshooting and education that addressed missed meal announcement and potential site absorption issues. Investigation of this case revealed that hyperglycemia was consistent with an unannounced carbohydrate intake and a suboptimal infusion site likely due to scar tissue on the right thigh; the user performed a site change to the left upper arm and resumed insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement with contributory infusion site absorption variability.